Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: l55029, implanted: (B)(6) 1998, product type: catheter, product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2020. Product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 27-jul-2000, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 22-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (60 mg/ml at 27.9 mg/day) via an implanted pump. On (B)(6) 2020 it was reported that they were in the middle of a replacement case and when they opened the pocket, they saw that the pump portion of the catheter was cut. It was unknown how long the catheter had been cut. The hcp attached a sutureless connector to the existing catheter and still was not able to aspirate from the cap (catheter access port) using the old pump. The hcp then disconnected the catheter from the old pump. No patient symptoms were reported. No further complications have been reported as a result of this event.